Manufacturer narrative:
No product will be returned for evaluation - we are unable to evaluate the adhesive pad for any abnormality that may have resulted in the customer's adverse skin condition. It is known and understood by the manufacturer that, based on customer's individual skin sensitivities, various reactions to the pod's adhesive may be experienced. Note: no skin infection or allergic reaction to the adhesive had been confirmed by the customer's doctor. However, medical attention was required in order to treat the skin condition. The customer's doctor had given her a "steroid cream" in order to treat the hives and irritation. The omnipod user guide contains the following instructions: "always wash hands and use aseptic technique before applying a pod; don't apply a pod to any area of skin with an active infection; at least once per day, check the infusion site for signs of infection; signs of infection include pain, swelling, redness, discharge or heat - if infection is suspected, immediately remove the pod and contact a health care provider." In addition, the user guide warns: "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin." To mitigate the recurrence of adverse skin conditions, the omnipod website offers a resource guide that includes a listing of skin barrier products that can be used to protect the infusion site. A review of lot qualification records was performed and no abnormalities of the adhesive pad were noted - the lot passed the acceptance criteria. Note: (B)(4).

Event description:
The customer reported that she was "getting hives and very bad itching" at the pod site "around where the pod ends are. "She had tried skin barriers and dressings (such as 3m cavilon and tegaderm), but there was "still itching" as well as a "rash." Her doctor has since put her on a "steroid cream" (it is unknown whether the cream has been effective at treating the condition). Prior to applying pods, the customer uses "protective wipes" on the site. No product will be returned for evaluation.